Event description:
Patient illegally obtained colored contact lenses online through "ttd eye" retailer without a contact lens prescription and had an adverse reaction to said contact lenses consisting of keratoconjunctivitis with severe photophobia and blurry vision. FDA safety report ID# (B)(4).